Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
We received an allegation of questionable positive results for 1 patient tested for elecsys anti-hbs ii (anti-hbs ii) on a cobas e 801 analytical unit. In (B)(6) 2025, the patient had a "negative"result. The actual result was not provided. In (B)(6) 2025, the result was 113 miu/ml (positive). In (B)(6) 2025, the result was 32 miu/ml (positive). In (B)(6) 2025, the result was 144 miu/ml (positive). In (B)(6) 2026, the result was 490 miu/ml (positive). In (B)(6) 2026, the result was approximately 760 miu/ml (positive). In (B)(6) 2026, a sample was sent to an external laboratory for testing using the fujirebio method, with an anti-hbs result of <3.0 miu/ml. The physician suspects an interference affecting the roche results.